Manufacturer narrative:
Additional narrative: philips has investigated this complaint. Based on the collected information the wireless footswitch lost connectivity between procedures, outside clinical use. The philips service engineer inspected the system onsite and identified that the wireless footswitch was faulty. The engineer replaced the wireless footswitch and the wireless base station.

Event description:
It has been reported to philips that the wireless footswitch had a connection problem. The system was not in clinical use at the moment the issue was identified. No harm has been reported to philips. Philips has started the investigation of the complaint.